Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that they confirmed the patient did not have a stroke with a brain MRI. The patient's symptoms resolved after decreasing stimulation. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient is in the hospital because the doctors are trying to rule out a stroke as a cause of the patient's onset of facial drooping, right arm tingling/tremor, and a little bit of confusion. It is unknown if the symptoms are related to a stroke or the deep brain stimulation therapy and the issues began as of (B)(6). No further complications are anticipated. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.